Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited far field r-wave oversensing on the atrial channel. It was noted that the atrial sensitivity was currently programmed agc 0.15mv. An email was sent to the clinic recommending further review of the atrial settings. No adverse patient effects were reported. The device remains implanted and in service.